Manufacturer narrative:
Concomitant medical products: 5086mri52, lead, implanted :(B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the next day post-implant check showed that the left ventricular (lv) lead had dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.